Manufacturer narrative:
The pump passed the self-test. Pump successfully uploaded onto carelink. Unit was successfully downloaded using thump for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter. No stuck key alarms noted during testing, however, stuck key alarms were found in the history file on (B)(6) 2025 18:09:32.000 until (B)(6) 2025 18:20:40.000. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector and pcba 1. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and label damage (stained). No communication pump to transmitter was not confirmed. Stuck button alarm was not confirmed during testing; however, stuck button alarms were found in the history file. Exposed to moisture damage confirmed at the pcba 1 and keypad flex connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm and experienced a loss of communication with the sensor and pump. The customer reported no adverse event. The event involved product(s) unk_transmitter, mmt-1884l, mmt-1884, mmt-7841zn. Troubleshooting was performed for loss of communication, and the customer reported that the transmitter was not in the warranty. No harm requiring medical intervention was reported. No product return is required for unk_transmitter. No product return is required for mmt-1884l. No product return is required for mmt-1884. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.